Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (band aid brand kizu power pad unspecified ap not applicable rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA ((B)(4)). Lot # and UDI are not available. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event with unspecified band aid brand kizu power pad (kpp). On (B)(6) 2020, a consumer got a wound on his/her knee, and applied kpp to it. He/she stated that the wound had not formed pus at that time. After the kpp had been applied for a day, he/she visited a hospital on (B)(6) 2020, the day of this reporting, and was told that the wound formed pus. He/she had used only 1 strip in a carton. He/she thought that his/her wound formed pus due to kpp.